Event description:
The dentist reported patient had a loose crown but it could not be tightened. It was later found that the screw had fractured. New screw was placed and crown placed again.

Manufacturer narrative:
Upon visual inspection, there was no fracture noticed on the abutment screw. There was general wear damage which would not affect the functionality of the component. The complaint was unconfirmed.